Manufacturer narrative:
(B)(4): physio-control evaluated the returned electrodes and verified the reported failure. The supplier of the electrodes is already aware of misaligned electrodes pin and has formally investigated the issue. The supplier investigation determined the cause for the malfunction to be testing procedures that produced the misalignment. The supplier has made changes to the testing procedures and added a final connector fit test to ensure that no pins are bent. There have not been any reports of misaligned pins for two months since the changes have been implemented. The electrodes that are the subject of this medwatch report were manufactured prior to corrective actions implementation by the supplier.

Event description:
During a patient event, it was reported that the electrodes connecting pin was bent and did not allow connection to a device. A second set of electrodes were available and utilized at the event. The reported problem had no adverse effects on the patient. There were no further details regarding the patient or event provided.